Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product has been received for investigation. Once complete, a supplemental report will be submitted.

Event description:
According to the reporter, the device failed to attach. There was no harm to the patient and no intervention was required. A repeat procedure was performed. An endoscopy, performed prior to the procedure, revealed a normal esophagus. The device user was trained and experienced. A medela pump was used to create approximately 600 mmhg of pressure for placement. Lubrication was used to facilitate placement of the device.